Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller called in stating that the seat is cracked on the commode.